Event description:
The physician claims that the pt has a sero-hematoma, that does not appear to be an infection, at the incision site and is on an antibiotic. Add'l info received on 02-jan-2007: the physician claims that the graft was implanted as an aorto-bifemoral bypass to treat an abdominal aortic aneurysm. Following a bilateral incision procedure, the pt was observed to have post-operative sero-hematomas, about the size of softballs, at both incision sites, approx, 60cc of clear (as water) fluid is being aspirated every 2 or 3 days. The pt reported that swelling returns usually within the same day of the drainage procedure. The pt may be brought back for a secondary procedure. The graft remains implanted at this time. No redness or obvious signs of infection were found. Pt's pain was only from the swelling. No other problem reported for this pt. The pt is reported to be healthy and ambulatory.

Manufacturer narrative:
Awaiting add'l info to continue our investigation of this complaint. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution- there are no similar incidents against this batch.